Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer did not insert the cartridge onto the pump properly. Customer's blood glucose level was 300s-400s mg/dl. Customer reverted to manual injections for insulin therapy.